Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'keypad not working' was confirmed/reproduced during service by troubleshooting the device. Evaluation observed keypad to not function as intended. The reported symptom was found to be caused by a failing keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad was not working. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.